Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material, resembling an endoscope accessory, was clogging channel mount unit and came out from channel tube. Also, it was found foreign material on plastic distal end cover (c-cover) around the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: h4 - device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material (could be an endoscope accessory) came out of distal end due to clogged biopsy port could not be determined. It was not known whether there was deviation from IFU in reprocessing steps and no physical damage of the device was confirmed at where the foreign material remained. However, it is likely that foreign material at the plastic distal end cover around nozzle occurred because the device was returned to olympus without reprocessing at the user facility. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.